Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the vein keeper did not adjust as expected. An alternate device was employed for the procedure, but the same issue occurred with the alternate harvester. A third harvester was employed for the procedure and was successful. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.